Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed an open skin irritation under the ucor hfams patch that was described as red, bruised and a burning feeling. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to discontinue use of the equipment. Outcome of the skin irritation is unknown.